Event description:
It was reported that during a left transcaphoid artery revascularization (tcar) procedure, the 0.014" enroute guidewire looped when exiting the arterial sheath resulting in a dissection at the sheath tip. The physician used another 0.014" enroute guidewire to complete the procedure and an unplanned additional stent was placed to cover the dissection. There were no further complications reported.